Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Date of event: estimated date. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in an unspecified vessel was attempted via a 6f sheath with two proglide devices using the pre-close technique prior to a transcatheter interventional procedure. The sheath was upsized to greater than 8.5f and the transcatheter procedure was completed. Reportedly, both devices were used per the instructions for use, but the bleeding did not stop. Possibly the knot was not properly fixed to the artery. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.